Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined the reported difficulties appear to be related to operational context. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that a non-abbott stent graft was implanted in the abdominal aortic aneurysm. The stent graft was not fully inflated and part of the graft bent. The 10x39 mm omnilink elite stent was inserted through the radial access site into the stent graft to reinforce the graft, but the omnilink stent dislodged from the delivery system during positioning. The omnilink elite stent was deployed at an unintended vessel in the external iliac artery (eia) using a non-abbott balloon through a femoral access site. Another stent was implanted inside the stent graft and the procedure was completed. There was no report of a clinically significant delay in the procedure and no patient effect caused by the device. No additional information was provided.